Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium (na) values dropped after maintenance of the unicel dxc 600 synchron system (dxc 600). Customer reported that the erroneous results were reported out of the laboratory. Customer reported that they sent out amended reports for sodium and potassium. Customer reported that they had run about 12 to 15 samples where the sodium and potassium had dropped. Customer reported that chloride and calcium were acceptable. Customer reported that quality control (qc) ran before the event was in range but on the low side for sodium. Customer reported that twice weekly maintenance was last performed on (B)(6) at night. Bec customer technical specialist (cts) instructed the customer they could calibrate after maintenance with a clear patient sample to condition the electrodes and then calibrate with aqua calibrator and run quality control (qc). There was no report of any adverse event or injury requiring medical intervention or patient treatment.